Event description:
Patient was revised due to loosening of the stem. It was reported that the patient had poor bone quality.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the elderly patient was implanted a cementless shoulder and the surgeon observed the patient had poor bone quaility. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.